Event description:
Related manufacturer reference number: 2017865-2022-11427. It was reported the patient presented in clinic for follow-up after a couple of falls about a year ago. Interrogation showed the right ventricular lead exhibited high pacing impedance. The atrial lead exhibited low pacing impedance, high capture thresholds, and was oversensing noise leading to inappropriate mode switches. Fluoroscopy revealed the atrial lead was broken. The right ventricular and atrial leads were explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The reported events of high pacing impedance and fracture were not confirmed. A complete lead was returned in two pieces for analysis. Electrical, visual, and x-ray analysis were normal with no anomalies found.

Event description:
New information noted the right ventricular lead may have been broken.